Manufacturer narrative:
(B)(4). After further investigation, the photo provided is of a substitution part that is a purchased part sold by arrow and therefore correctly indicated as a teleflex product. Investigation: customer provided photo shows the damage in the peel-away sheath. However , complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when introducing the dilator, the grey plastic crumpled stopping further progression. A new device was inserted.

Event description:
It was reported that:when introducing the dilator, the grey plastic crumpled stopping further progression.a new device was inserted.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide a photo of the device. From the photo it was discovered that the product was not manufactured by teleflex; thus, this complaint will be voided.

Manufacturer narrative:
(B)(4). The device (catalog#) in not intended for sale in the u.s. Similar product/component sold in the u.s.

Event description:
It was reported that: when introducing the dilator, the grey plastic crumpled stopping further progression. A new device was inserted.